Manufacturer narrative:
The date of the event was reported as an unknown date approximately ¿two and a half years ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors leaked at the connection to an unspecified device. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.